Manufacturer narrative:
The device has been returned and sent to a third party for sanitization. When the product is returned, an evaluation will be performed and a follow-up report sent with the results of the investigation. (B)(4).

Event description:
ICU rn called emergency support reporting blood in helium tubing and gas loss alarms. After verifying where the blood was seen, pumping was stopped and physician contacted for iab removal. The family of the patient decided to withdraw care and not replace the iab. The patient expired the following day.